Event description:
The device was used during a bowel resection. Reportedly, the staples did not form properly and tore the tissue. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.